Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the universal seal involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the side seal stopcock of the universal seal broke off while connecting the insufflation gas line. The procedure was completed with no reported injury. Intuitive surgical (is) obtained the following additional information regarding this event: there was a loss of pneumoperitoneum during the procedure, it was a sudden, rapid, and partial loss. This led to reduced visualization. No patient complications were reported.